Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii.

Event description:
Patient, through company representative, reported "recall" and "compensation for pain and suffering". Healthcare professional, through patient reported "pressure sensitive change", "subtle cranialization", "pain", "capsular fibrosis baker grade ii". This record is for an unknown side. The device remains implanted.